Manufacturer narrative:
The reporter's product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek inrange meter serial number (B)(4). On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.13 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.84 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr.